Event description:
Since the coils were put in, I have had cramping, extreme bleeding, bloating, weight gain, hair loss, acne. When they were put in, I bled excessively for four months and now get multiple periods a month.